Event description:
A customer reported that their elite system is not working. Customer stated that they have been getting erratic readings. The examples that customer provided in were almost identical. However, a review of the system was made. Electronic checks of the instrument showed that only part of the numbers in the display were showing. The display results were inconsistent and the erratic. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.